Event description:
It was reported that the bd alaris¿ pump module infusion set was occluded. The following information was provided by the initial reporter: it will not let the lipid emulsion past the filter. It isn¿t with all sets being used but it is preventing patients from receiving medications.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 04-may-2023 investigation summary: two samples model 2202-0007 was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. Lipids were flushed out of the set and the set was successfully primed with 85% glycerin / 15% water solution. The customer complaint that the product won't let the lipid emulsion past the filter could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris¿ pump module infusion set was occluded. The following information was provided by the initial reporter: it will not let the lipid emulsion past the filter. It isn¿t with all sets being used but it is preventing patients from receiving medications.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.